Event description:
It was reported that a stryker flow ii with tip disposable suction/irrigator was opened for preparation of procedure when it was noted upon examination of tray a white residue film on the device.

Manufacturer narrative:
The foreign material condition was confirmed on the unit received. Upon device inspection it was noted that what is referred to as a white powdery substance is the effect of the metal tip rubbing against the tyvek and device. This is a failure mode that occurs during rough handling and shipping conditions that forces the metal tip to hit and/or rub against the tubing, blister and tyvek. The device shows effects of severe handling/shipping conditions. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a stryker flow ii with tip disposable suction/irrigator was opened for preparation of procedure when it was noted upon examination of tray a white residue film on the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.